Event description:
It was reported the pt was not being able to adjust stimulation. All lights were blinking following 9v replacement. The pt did not know if battery was new. A new battery was placed in pt programmer. All 3 status lights on the left were on and green, but were "stuck" on the pt programmer. The battery was removed which resolved the "stuck" issue, but only the 9v battery light was displaying then. Add'l info rec'd indicated the pt experienced a loss of therapeutic effect. On (B) (6) 2010, the pt programmer was used to determine that device was on. The pt had fallen twice in the past week. Now the pt doesn't feel "quite right" since (B) (6) 2010, and that symptoms of "being pulled to the left" were present.

Manufacturer narrative:
(B) (4).